Manufacturer narrative:
(B)(4).

Event description:
Additional information has been received. The nurse manager suspects the residue of the detergents stuck in the handpieces.

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been received form the company representative, the facility has "dismissed" using the phacoemulsification handpieces and have had no new incidents of the reported event.

Manufacturer narrative:
The customer reported several patients with toxic anterior segment syndrome (tass) occurred. Initially the customer suspected the reusable I/a handpieces. The customer used new I/a handpieces and still had tass on several patients. A nurse reported that on the second post-operative day a (B)(6)year old female patient presented with toxic anterior segment syndrome (tass) on her left eye (os). Oral antibiotics and hypotensive medications were administered concomitantly at the time of event. The patient was hospitalized. An aqueous and vitreous tap were performed and sent for culture. The facility has requested the system to be serviced. The facility nurse noted that the case of several patients, who after cataract surgery, had eye inflammations (tass syndrome). The customer checked all the instruments as well as the sterilization chain in order to understand what could be at the origin of this. The facility nurse stated that the system was the only common instrument in all these tass complaints. The customer suspects the sterilization chain for the tips and the I/a handpieces. The customer noted they had no change in their process. The handpieces were changed. The lot numbers used were different (implants, bss, consumables). The balanced salt solution (bss) is used without being diluted. The customer sent a table that refers to twelve (12) patients from which surgery occurred between (B)(6)2017 and (B)(6)2017. The inflammation appears the following day of surgery for all of the cases. The inflammation is resolved for all the patients, no particular complication, but the healing time depends from one patient to another. There were several handpieces, and the customer did not have the serial numbers. The customer sales representative does not think that the handpieces are defective. The customer is using single use I/a handpieces to prevent further incidents. Until now, they had no problem. A completed questionnaire was received and this case was for a (B)(6)year old female patient that presented on post-operative day two with toxic anterior segment syndrome (tass) left eye (os). The patient was hospitalized. An aqueous and vitreous tap was performed on the right eye (od) and sent for culture. This was the fourth case of the day. There were no surgical complications. The intraocular lens (iol) was implanted in the bag. No sutures were required. No ultrasonic cleaner is used. The instruments were exposed to a washer sterilizer, enzymatic cleaners, or detergents. The patient is prepped with betadine before surgery. The tips and sleeves are removed before sterilizing. The reusable cannulas and handpieces are irrigated after using in surgery, during cleaning, and prior to sterilization. The customer did not note how many cc of water is used. The directions for use (dfu) recommends 120cc of room temperature sterile deionized water through both the irrigation and aspiration paths, followed with a minimum of 60cc of air. The instruments sit in the work room between 15 minutes to one hour prior to cleaning and sterilization. The dfu recommends the handpieces be flushed immediately after surgery. The customers sterilization parameters are: 134 degree, for 19 minutes, 8 minute dry time, wrapped. The handpiece directions for use (dfu) recommends: 132 degrees, gravity wrapped at 15 minutes with 15 minute drying time. 135 degrees, pre-vacuum wrapped at 3 minutes with 16 minute drying time. In the surgeon¿s opinion it is unknown if the device contributed to the event. The outcome of the event was noted as ¿will resolve with treatment¿. Additional information received from the customer noted the serial numbers of the handpieces are unknown. They customer stopped using the phaco handpieces and they have not had further complaints of inflammation. The facility nurse manager suspects the tass may be related to detergent residue remaining in the phaco handpieces. The patient¿s inflammation was not bacterial related as all the tests were negative. The most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, not training, no terminal sterilization, instruments stored on towels, touching of iol or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu) , improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use, including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. These findings continue to validate the need to follow the recommendations detailed in the dfus, aorn recommended practices, and the ascrs tass task force guidance document. There is no evidence that the design or manufacturing of the system or I/a handpiece contributed to the reported event. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the module was tightened. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 5, 2015. Based on qa assessment, the product met specifications at the time of release. Root cause the root cause cannot be determined conclusively. No I/a reusable handpiece was returned for evaluation for the report of toxic anterior segment syndrome (tass). Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a lot history review could not be conducted. All reusable handpieces are 100% visually inspected, functionally tested, and cleaned during the manufacturing process. Any surgical instrumentation that comes into contact with the patient should be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). The proper cleaning and sterilization of ophthalmic surgical instruments can help prevent the occurrence of tass. A direction for use pamphlet with the recommended cleaning process is provided with the product because a sample was not returned by the customer and no lot information was provided, the root cause for the customer complaint issue cannot be determined. This is the eighth complaint reported for this finished goods lot; however the third for this issue. Review of the device history record (DHR) indicates the order was built to specification. Sterilization batch records for this finished goods lot were reviewed and parameters met specifications and were approved prior to product release. The customer did not retain a sample for this complaint report. As such, visual inspection or functional testing could not be conducted. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. This product has been sterilized and all sterilization cycle parameters were verified for acceptability prior to release. There were no samples made available. A review of the complaint history shows one other similar complaint reported for this lot. Review of the preprocessing, compounding, filling, and packaging for this lot shows to be acceptable. A single, normal, level I particulate inspection by attribute (iba) was performed and inspection results were found to be acceptable. The utility, bioburden, environmental, and sanitization data was reviewed and found to be acceptable. The chemistry and microbiology test results were reviewed and found to be acceptable. This product is terminally sterilized and all sterilization cycles were reviewed and found to be acceptable. A sample was not returned for this complaint. Without a sample, it is not possible to isolate the root cause. The customer reported several patients with toxic anterior segment syndrome (tass) occurred. Initially the customer suspected the handpieces. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that on post operative day two a female patient presented with toxic anterior segment syndrome (tass) on her left eye (os). Oral antibiotics and hypotensive medications were administered. The patient was hospitalized on day 2 post operative. The patients symptoms are expected to resolve. An aqueous and vitreous tap were performed and sent for culture. This is one of thirteen reports being filed for this facility. This report refers to the second patient who was hospitalized.

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been received from the surgeon indicating that the inflammation has resolved for this patient. The site reported having switched from reusable irrigation/aspiration (I/a) handpieces to single use I/a handpieces. However another episode of toxic anterior segment syndrome has been noted since the change to single use I/a handpieces was implemented. The facility has requested the system to be serviced.